Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in france who was re ceiving baclofen (unknown dose and concentration) via an implantable pump. On (B)(6) 2016, the pump alarm rang for the first time indicating a motor stall (motor stall was detected because of the alarm), the pump restarted but then stalled again 3 days later. No factor leading to the issue had been identified. Since the stall happened twice with no identified reason, an explant was planned for (B)(6) 2016 and the device was to be returned following explant. At the time of this report, the issue was not resolved and patient status was "alive-no injury" the patient experienced no symptoms. Additional information was received form the manufacturing representative on 2016-06-22 indicating that the pump was refilled on (B)(6) 2016. The first motor stall was logged about (B)(6) 2016, the second stall was logged on (B)(6) 2016 at 1:24p and restarted on (B)(6) 2016 at 5:47am. The patient experienced no return of symptoms and the pump was replaced on (B)(6) 2016 and returned for analysis. Patient was doing fine. The session data provided indicated that the pump was infusing baclofen (concentration 2000 ug/ml, dose 495.7 ug/day

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. The pump was returned and the catheter access port (cap) was aspirated and found to be patent. Dispense accuracy testing could not be completed due to the stall (300 mcl/day) and 24,000 mcl/day). The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.